Manufacturer narrative:
Mindray service representatives repaired the cpu cooling fan mount which resolved the issue.

Event description:
Customer reported the panorama central station shut down which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.